Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review has been requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown surgery for pelvic fixation, the tip of a cannulated screw broke for an unknown reason. As per the consultant surgeon, the screw was not under any excessive force. However, the fragment was lost in the patient, but did not cause any harm. The screw was off from a caddy, in result there was no screw packaging remained. It was unknown how the surgery was completed. It was unknown if there was a surgical delay reported. Patient outcome was unknown. This report is for one (1) cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device evaluated by MFR: part 208.900, lot 9025750: manufacturing site: (B)(4). Release to warehouse date: june 26, 2014. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The raw material was confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: one of the three prongs at the forefront of the thread is broken off. The remaining prongs are strongly bent outward and there is a crack between these pongs visible. The hexagon recess has slight deformations in clockwise directions. The dimensional inspection passed. The risk management file was reviewed and it was found that this complaint condition is adequately addressed. The raw material certificate was reviewed and the correct 1.4441 stainless steel for implants for surgery was used for this screw. The complaint is confirmed as a fragment of the screw is broken off. Based on that and the findings above a manufacturing related issue can be excluded. The deformed remaining prongs are an indication for an excessive contact with the guide wide while strong force was applied, which is indicated by the deformations in the hexagon recess. It is likely that too much lateral stress was applied or that the guide wire was bent after the insertion, both could lead to a mechanical overload of the prongs and a breakage like in this case. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.